Event description:
It was reported that the patient's right ventricular (rv) lead had intermittent oversensing on the stored episode of ventricular high rates. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.